Event description:
It was reported that the ins (implantable neurostimulator) had been replaced and the reporter didn't think it was a normal battery depletion. It was stated that the ins was replaced because the battery was dead. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3387s-40, lot# v553427, implanted: 2010-(B)(6), product type lead product ID 3387s-40, lot# v553427, implanted: 2010-(B)(6), product type lead product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37085-60, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37642, lot# serial# (B)(4), (B)(4).

Event description:
Additional information was received from the patient¿s physician. The physician reported ¿ø battery depletion¿ in response to the question ¿was this considered normal battery depletion.¿ no additional information was provided at the time of follow-up.